Event description:
Procedure type: laparoscopic fundoplication. Reportedly, after a successful insufflation with the versastep needle the obturator of the versaport system was unintentionally pushed out at the side of the radially expandable sleeve during penetration of the abdominal wall. The surgeon noticed and removed the obturator and the radially expanding sleeve and used a new versastep device. A "strong" loss of blood pressure occurred, however no bleeding could be detected with the endoscope. After further deterioration of the pt's condition, a laparotomy was performed, but the pt expired soon after due to significant blood loss by a sickle shaped injury of abdominal aorta artery.

Manufacturer narrative:
.